Manufacturer narrative:
Follow-up #1 date of submission 04/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed evidence of short battery life in the form of drastic voltage drops. During testing, the sleep current draw measured high; the battery life complaint was duplicated. The pump case was removed, and the sleep current draw returned within specifications when the cgm module flex was disconnected from the printed circuit board. An intermittent condition was found on the cgm module due to a cold solder connection at a pin. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.